Manufacturer narrative:
The cts assisted the customer over the phone to troubleshoot the analyzer. The customer flushed sample probe and replaced a bent reagent 1 (r1) probe. A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc 700 au clinical chemistry analyzer. The fse inspected the analyzer and found the coating on two (2) mix bars was chipped. The cause of failure was due to the (2) damaged mix bars. The fse adjusted gear pump, sample probe alignment and replaced mix bars which resolve the issue. The fse performed system performance successfully. No further issues were noted after part replacement. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).

Event description:
The customer reported the dxc 700 au clinical chemistry analyzer. Generated false low patient results readings of zero (0) or no value for multiple analytes. The customer did not specify which chemistry analytes were affected. The customer did not provide patient data or demographics, and the number of affected patient samples is unknown. There was no report of change to treatment, injury, or death associated to this event.